Manufacturer narrative:
During investigation, sensor was confirmed to sync as expected and respond to the presence or absence of liquid. The reported fault is believed to be caused by a use error in which the blood sync was performed prior to the blood and prime solution being fully mixed. Users are advised to perform the blood sync two (2) minutes after initiating bypass to allow sufficient time for the blood and priming solution to mix thoroughly. There was no problem detected with the device.

Event description:
The user reported that the safe flow level was triggered when adding crystalloid into the reservoir. The event self-resolved quickly and there was no patient harm.

Event description:
The user reported that the safe flow level was triggered when adding crystalloid into the reservoir. The event self-resolved quickly and there was no patient harm.

Manufacturer narrative:
Investigation is pending return of the device.

Manufacturer narrative:
Investigation is pending return of the device. Follow-up #1: determination of root-cause is pending the result of the investigation.

Event description:
The user reported that the safe flow level was triggered when adding crystalloid into the reservoir. The event self-resolved quickly and there was no patient harm.